Event description:
It was reported that the patient underwent an explant procedure due to infection. The physician assessed that the infection was due to the patient not being sanitary, and not device or procedure related. The explanted device was kept by the hospital.